Manufacturer narrative:
Other device used: catalog #00811400100, cpt hip system femoral stem, lot #61393868. No devices or photos were received; therefore, the condition of the products is unknown. Device history record review indicated no deviations or anomalies in the manufacturing process. The reported devices are used for treatment. Review of complaint history identified no previous complaints for the lot codes associated with the head and stem. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a biomet exceed abt ringloc x porous ha coated shell and e-poly hi-wall liner was used with summit amber flex cement plug and zimmer cpt stem and versys femoral head. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information recieved does not change the previously submitted investigation.

Event description:
It is reported that the pt received mismatched product.

Manufacturer narrative:
This report will be amended when our investigation is complete.